Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery." Date explanted - only the locking bar portion of the tibial plate was explanted. The tibial plate remains implanted. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to the locking bar backing out of the tibial bearing. The locking bar was removed and replaced. No further information has been provided to date.